Manufacturer narrative:
The previous MDR was submitted by william cook (B)(4) under manufacturer report reference number 3002808486-2020-00601. Additional information provided determined that this device was manufactured by cook inc. (Cinc). With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in this initial medwatch report. Reporter occupation: non-healthcare professional. Investigation: the following allegations have been investigated: clotted filter, chronic deep vein thrombosis (dvt), blood clotting disorder, systemic lupus erythematosus, post traumatic stress disorder (ptsd). Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported systemic lupus erythematosus, and post traumatic stress disorder (ptsd) are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant in an infrarenal position due to a life threatening condition. Patient is alleging this filter was removed on (B)(6) 2011 due to failure and a second cook filter was placed the same day. Patient notes and further alleges experiencing "chronic dvt (antenatal deep vein thrombosis with antenatal complication), systemic lupus erythematosus, blood clotting disorder" and post traumatic stress disorder (ptsd). Per the suprarenal inferior vena cava (ivc) post procedure note: "had infrarenal filter placed (B)(6) 2011. Review of images post procedure showed clot extending above level of filter. Gunther tulip suprarenal filter deployed inferior to hepatic venous confluence. Infra renal filter easily removed".